Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.a partial lead was returned for analysis. Internal insulation abrasion under the svc shock coil was noted at 21.2-21.3cm from the distal tip. The rv conductor etfe coating was abraded. The rv conductors and shock coil were melted at this location. This is consistent with the reported field event of low hv lead impedance.

Event description:
It was reported that the patient presented in the clinic after receiving a vibratory alert. Device interrogation showed one vt/vf episode with an aborted charge. The device reported an error message of possible high voltage lead issue. Low out of range high voltage lead impedance was observed. The impedance remained out of range during isometric and positioning exercises. The lead was explanted and replaced.